Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that the insulin pump was broken near the battery compartment. They could not get it to rewind. They also received a battery alarm. They did not know how the damage on the insulin pump occurred. The customer had a blood glucose level of 270 mg/dl the other day. The customer was treated with insulin at the hospital. The hospitalization was not related to the insulin pump. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.